Event description:
It was reported that the pump alarmed ma (motor alarm). The cassette was removed from the pump and fluid was noticed on the cassette and pump.

Manufacturer narrative:
Leak test: pressurized the tubing set and a leakage was observed from the bonding of the downstream tubing and the c-flex tubing at 2 psi. Failed. Leak test ii: reassemble the cassette, without snapping the bottom plate. Attach the cassette to a sprint tester and perform a leak test using the same settings as mfg. Failed. Visual examination: the tubing set was visually examined. During visual examination, it was evident that the bonding was incomplete between the c-flex tubing and the downstream tubing set, causing the leakage. Conclusion: the customer complaint of a leaking cassette was confirmed. Based on the priming, leak test, and visual examination, it was evident that the incomplete bonding of the downstream tubing to the filter bushing caused the leakage. The review of the device history records and the trend analysis indicates that this condition is not a systemic problem with this lot. This is being filed due to an audit. No further action to be taken.